Event description:
On march 20, 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was powering off during use. The patient tests her blood glucose once a day before breakfast. She takes glimepiride every morning regardless of her meter readings. She also takes "listopril." The patient indicated that the alleged meter issue started in 2008, during the morning time before breakfast. Although she was unable to test, the patient took her glimepiride as prescribed and ate breakfast. The patient was concerned about possibly having high blood glucose so she watched what she ate for breakfast. She limited her sugar intake. Later that same morning at an unspecified time, the patient developed symptoms of sweating, and feeling hot and jittery. The patient drank soda and relieved her symptoms. The patient denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips and/or control solution are returned, lifescan will evaluated them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.